Event description:
It was reported that the holster was returned to the international service center due to not working properly. No further info is available. No reported pt consequence.

Manufacturer narrative:
(B)(4). Evaluation summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. Based on the info rec'd from the international service center visual and functional examination the unit was found to require: mechanical upgrade and the replacement of the following: rotational and translational cables, damaged upper case, fastening material, missing fastening material. After servicing, the unit passed all qa functional testing. The device history record has been reviewed via the database. The unit has passed all qa inspections. Complaint info is trended on a regular basis to determine if further investigation is warranted.